Manufacturer narrative:
Sections were updated. The calibration was last performed on 10-jul-2024 and it failed with alarms. When the customer repeated the calibration, it was acceptable. Qc recovery was within range. There was no indication of a performance issue with the reagent. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas c502 module serial number was (B)(6). The field service engineer (fse) installed a new mixer and solenoid valves. He then ran air purges, priming, photometer, and cell blank. Precision studies and qc were performed and they were within specifications. The fse verified that the analyzer was performing within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant hba1c results from an unspecified number of patients' samples tested on a cobas 8000 cobas c502 module. Discrepant results for 2 patients' whole blood samples were provided as an example. Sample 1: initial result: 3.68 %. Repeat result: 5.24 %. Sample 2: initial result: 4.7 %. Repeat result: 7.3 %. The customer noticed that the initial results were low and repeated the samples. The repeat results were deemed to be correct. Reportedly, an amended report with the correct result was issued.